Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open right colectomy procedure. The patient had colon cancer. The stapling device was being used for the anastomosis of the large bowel with the small bowel. The stapler cut and divided without deploying staples. Some staples did fire, however, the knife blade did not initially transect as it usually does. Instead it pushed the tissue distally. What resulted was a torn and bloody failed staple line. Staples came out and 'b' shaped formed staples were both in the cavity of the colon, as if they did not fire over any tissue, and some were in the tissue. In order to resolve the issue, the surgeon immediately clamped the bowel to avoid blood loss and used a new stapler to transect and ligate 5 cm distally to complete the stapling. There was unanticipated tissue loss and tissue damage as a result of the problem. They had to cut that entire section of colon out to remove all the staples and re do the anastomosis. Removed 5 cm of healthy bowel. The damage is not considered permanent. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use reloadable stapler. Visual inspection of the instrument noted the firing knob was not fully retracted. The single use loading unit (sulu) noted was fully applied and the interlock was engaged. The knife blade was advanced towards the distal end of the loading unit. The knife blade displayed damage. Additionally, microscopic inspection noted cracks in the single use loading unit (sulu). The single use loading unit (sulu) was reset and loading the single use loading unit (sulu) into the returned stapler. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the knife blade damage condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.